Event description:
It was reported that (2) tct75, (1) tlc55, (2) trt75, and (1) trt55 were used during a bowel procedure. It was reported by the rep that the surgeon was using tlc55 and tct75 to resect bowel in a trauma case where there was much bleeding. The guns would not fire and time was taken to reload or get a new gun. It was an emergency situation and the bleeding continued. The pt has expired.